Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that port five on an em2400 valve set had air leakage causing inaccurate solution preparation. This occurred during compounding. There was no patient involvement. No additional information is available.